Event description:
(B)(6) with asymptomatic cerebral aneurysm underwent elective coil embolization. Following successful insertion of the 1st coil, during insertion of 2nd coil, the 1st coil was noted to be protruding out of the aneurysm into the vessel. The procedure was terminated. Reopro was given prophylactically to minimize the risk of thrombus formation. The coil migrated further into the right mva following reopro administration. A craniotomy was performed to remove the coil from the mca. MFR # 1058196-2004-00003.